Manufacturer narrative:
The reference c15204 has been allocated to this case by rayner. The patient underwent implantation of the superflex aspheric 920h iol in their od eye on (B)(6) 2014. Iol implantation was combined with a trabulectomy surgery. The healthcare facility reports that mitomycinc was introduced into the eye during surgery as an onlay. On (B)(6) 2014, the patient had trabulectomy revision surgery, mitomycinc was re-introduced into the eye during this procedure along with triamcinolone. The patient has acute angle closure glaucoma. Rayner ifus contraindicate 'active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication)'. The patient noticed some blurring in their vision in (B)(6) 2015. The patient was examined on (B)(6) 2015 and during this examination the healthcare facility identified that the patient's vision in the od eye had reduced to 6/12. It was during this examination that anterior lens calcification was observed for the first time. No remedial, corrective or preventative action is planned by the healthcare facility at this time. The healthcare facility reports that the superflex aspheric 920h iol may not be explanted in this case as the patient's potential va is limited due to acute angle closure glaucoma. Device not returned.

Event description:
On (B)(6) 2015, rayner intraocular lenses limited received notification from its (B)(4)distributor that a superflex aspheric 920h iol had calcified post-operatively.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional reports that opacification of the iol was observed in the post-operative period. The time to onset of opacification is not known by rayner. The healthcare professional in discussion with rayner's (B)(4) distributor has stated that the lens may remain implanted as the patient's potential va is limited. The healthcare facility has been asked to provide additional information to facilitate investigation of this report of opacification. Follow-up with the reporting healthcare professional is being coordinated by rayner's (B)(4) distributor.

Event description:
On (B)(6) 2015, rayner intraocular lenses limited received notification from its (B)(4) distributor of a report of opacification in an unspecified rayner iol.